Event description:
The customer in poland asked for the return of a psol pcb per the product complaint report. Later info rec'd alleged that there "aren't main alarm sounds." The customer also added that the back up alarm was functional. The pressure solenoid board was replaced in the field and sent to the MFR for evaluation. It is not verified that there was no main alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the alleged event in this report.